Event description:
It was reported that during a da vinci total benign hysterectomy procedure, an endowrist one vessel sealer instrument's blade would not retract and there was air coming out instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the blade exposed at the grips. The blade displayed no damage and the grips displayed very little debris on the grips and blade track. Additional observation not reported was the instrument snake wrist was dislodged. The snake wrist displayed one disc dislodged at the distal hub interface. No pieces were missing. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the dislodged wrist, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.